Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk during the prime test due to a faulty force sensor resistor. The insulin pump was received with a scratched display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's current blood glucose reading is 180 mg/dl. Drive support cap was noted to be normal. Nothing further was reported.